Manufacturer narrative:
Device was visually inspected on return and the failing sensor zero was confirmed. Investigation identified the seal of water trap was damaged causing the failure mode. The device also exhibited signs of physical damage from a drop or impact causing further damage to the device. Device was serviced with power board, main board, water trap bowl, usb harness, and the usb cover replaced. A full functional test was performed and the device operated according to specifications. As a result, the device was placed back into circulation for customer use.

Event description:
Healthcare professional at maimonides medical center called stating that device has been failing the sensor zero test while on a patient. Healthcare professional decided to replace the device on (B)(6) 2020, because it failed the sensor zero again. Device was power cycled (off then on) several times without clearing the alarm and system failed to advance to any other screens or menu options. This device had been on the patient for at least one week with no failures prior to first alarming.